Event description:
In 2006, the pt underwent a coil embolization for left hypogastric aneurysm. The pt tolerated the procedure. No infection noted. The following month, the pt underwent an aaa procedure to treat a 7.1 cm aneurysm. The aneurysm was excluded with no endoleaks. The pt tolerated the procedure. No infection noted. In 2008, the pt underwent an explant of the endograft system as well as a dialysis catheter/permacath removal, due to infection. The pt tolerated the explant.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Add'l devices implanted.